Event description:
It was reported that a malfunction alarm occurred. The customer performed a pump reset clearing the malfunction alarm and planned to resume insulin delivery independently. There was no reported adverse impact to the customer's blood glucose level.